Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl due to a bent cannula. The customer had no symptoms and treated with an insulin pen. Customer indicated that their doctor has not been contacted and their blood glucose value was 376 mg/dl at the time of the call. Troubleshooting was performed and found that the cannula broke and the customer had issues with the infusion set. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer indicated that they will return the infusion set for analysis. Further troubleshooting was declined by customer as they knew the reason for the high was due to the bent cannula.